Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to attempt several troubleshooting steps, including plugging the pump into a power source, which failed to resolve the issue. As a result, technical support decided to replace the pump. The caller was informed to put the pump into storage mode and return it using a pre-paid label within ten days and planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.